Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to device thrombosis. An echocardiogram was performed and based on the assessment findings, the patient underwent pump exchange on (B)(6) 2017. The manufacturer's technical services performed log file analysis and noted that there were no unusual alarms recorded in the event history and the pump parameters showed an increase in power and flow estimation over that time period. Observable increases in power were also observed beginning (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 16 inches from the pump housing. The remainder of the driveline and the outflow graft were not returned. The pump appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, ring-like thrombus formations were observed surrounding the inlet bearing cup and the inlet bearing ball. The similarity in size and structure of these thrombi indicate that they appeared to have formed as one thrombus around the inlet bearing and were pulled apart during disassembly of the pump. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Although a direct cause for the development of the thrombus as well as a duration for which it was present within the pump could not be determined, it could have contributed to the reported increase in pump power observed through the evaluation of the submitted log file. Visual inspection of the remaining smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.